Event description:
It was reported by a healthcare corporation on a product quality report that the (1) tsw45 was used during an unknown procedure. It was reported that after the tissue was grabbed and clamped down the stapler would not fire. There was no pt consequence.